Event description:
It was reported by the caller that a minimum fill notification occurred with their insulin pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Despite attempts to resolve the issue, including cleaning the pump and loading both the existing and a new cartridge, the problem persisted. Technical support escalated the issue for additional assistance and decided to provide the customer with a replacement pump. The customer had no backup insulin delivery and stated they would contact their healthcare provider (hcp).